Event description:
The event is reported as: when the filter was connected to a ventilator the leak alarm of the ventilator went off and did not stop until the user exchanged the filter. A crack was located near a gap between the upper and lower housing of the device. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report.